Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. Customer was using auto mode feature of the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with manual injection. The pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No moisture damage found inside the device. (B)(4).